Event description:
The lay user/pt called lifescan (lfs) affiliate in 2006 and alleged that his meter would not power on. The lfs france representative spoke to the pt and obtained/verified the following info. The pt stated that his meter would not power on for over one month. The pt did not attempt to test on his meter, as it had not been working for several weeks prior. He did not have a back-up meter, but he would use his neighbor's meter when he "felt weird." He stated that the results obtained on his neighbor's meter were higher than normal for him (150 to 200 mg/dl). At approx 3:00 a.m. The pt woke up feeling ill. He felt very thirsty and was vomiting. His symptoms had actually begun the previous day while at work. He had been having stomach pains, which he stated were getting worse. His wife called the paramedics, who took the pt to the hospital. His blood glucose was tested while in the ambulance, but he does not recall the result. He lost consciousness while in the ambulance. The pt was given IV fluids, but he does not know if a medication was included with the fluids. The pt was told that he needed to be rehydrated and was on the IV fluids for 3 days. The pt recalls a blood glucose test while he was in the hosp of 400 mg/dl. The pt was discharged four days later. The pt's insulin regimen is humalog: 10 units pre-breakfast, 8 units pre-lunch, and 10 units before dinner. He also takes lantus 24 units before bed. He normally tests 3 to 6 times a day. The pt did attempt to replace the batteries when the meter stopped working. There was no trauma to the meter and the pt was using the correct test strips, and the battery contacts were in good condition. It was discovered while troubleshooting that the batteries were not installed correctly. This complaint is being reported, as the pt was unable to test on his meter and during that time he suffered from hyperglycemia and was treated during a hospitalization. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.